Event description:
It was reported that the user experienced recurrent nighttime hypoglycemia while using the ilet bionic pancreas, with alarms not waking the user and treatment initiated by a caregiver; the user adjusted target glucose, updated weight, changed dinner time, and considered a factory reset. Symptoms included low blood glucose during sleep. Outcomes included user-managed treatment at home without medical intervention or hospitalization. Investigation included user follow-up and troubleshooting with education. Investigation of this case revealed a dietary pattern of consuming nuts at night that contributed to postprandial hyperglycemia followed by nocturnal hypoglycemia, after which the user adjusted intake and reported stable glucose. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors associated with meal composition and timing.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.